Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient reported their daughter's girlfriend was snooping on their computer and found a case where a guy was forced to go back to work after the implant was put in and whatever happened at work made it rupture and the unit in their back exploded and had acid and they had to explant it and clean all the acid and replace it. The caller stated that they want to see if their friend can find it as it would help with their workman's comp case. The patient was wondering if this was rare. The patient stated that they read the manual for further information. Patient services reviewed that they can get a more in depth information regarding adverse events on the manufacturer website.